Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer changed her sensor yesterday and she experienced a low blood glucose reading of 43 mg/dl. Customer stated that her threshold suspend di not alarm. Customer cannot recall what the sensor glucose reading was at the time. Customer stated that she has been on the sensors for 2 weeks. Customer stated that her sensor glucose and blood glucose readings were off by 30 points or more on her first sensor. Customer stated that she may have calibrated when her blood sugars were unstable. Customer stated that she had a hard time removing the serter yesterday when she did a sensor change. Customer stated that it felt like the serter was stuck. Customer declined to be transferred to the helpline.